Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel resulting in inappropriate pacing. Boston scientific technical services (ts) was consulted and discussed a gradual downward trend on the right ventricular (rv) lead intrinsic amplitude. No adverse patient effects were reported. At this time, this device remains in service.